Event description:
Family member of home patient reports incomplete prime of patient line of homechoice sets. Family member reports home patient was unable to reprime the lines and had to restart with new supplies with each occurrence. No patient injury or medical intervention required per family member.